Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had seen the health care professional (hcp) about a month ago and stated that the patient programmer (pp) was not working because the pp showed off when it usually shows on. Patient was walked through turning ins back on, ins charge level showed 100%. It was noted that the pp batteries were low and it was reviewed for caller to replace batteries. Caller was asked if patient noticed any issues/changes in therapy after the ins had been off and the caller did not allege any therapy issues. The caller was confused as to how the ins could have been off , and it was reviewed the ins on/off button on the pp, further reviewing that if the ins charge level goes to 0, therapy would shut off and even if it was charged up again, it would need to be physically turned back on. The caller kept stating that the recharger showed the implant was fully charged yet the pp had shown ins was off. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the therapy was turning off by itself. The patient programmer was showing off and ok. It was asked why it kept turning off. The ins was rechargeable. During the call the caller was able to turn stim back on. The caller indicated the patient had a call into the doctor and was waiting for a call back. The patient was wondering how the device affected her medications. No symptoms were reported. The event date was noted as last thursday ((B)(6) 2018) or friday ((B)(6) 2018). It was later reported the caller called back because she was saying that the patient programmer showed on and ok with the ins battery at full, but if she pressed to the right, it showed 50%. It was reviewed that the 50% was for the patient programmer and not the ins. The caller indicated the ins had been off since (B)(6) 2018 which would explain why the ins battery still looks like it was full. No further complications were reported.